Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during set-up of a da vinci si surgical procedure it was noted that the tip on the fenestrated bipolar forceps instrument was broken.